Event description:
Reportedly post intervention of a distal popliteal with the nav6 emboshield which is considered off label use, when the filter basket was retrieved outside of the patient, it was noted that there was a breach in the membrane of the filter basket. The patient did not experience any adverse patient effects during the procedure. A clinically significant delay in the procedure was not reported. No additional event or patient information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that could cause damage or tears to the filtration element membrane include, but are not limited to, manufacturing, interaction with severe calcification, interactions with associated devices or interaction with a stent during removal. In this case, the emboshield nav 6 was not returned for analysis, which would have aided in determining a potential cause for the damage. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Without having the product to examine, a conclusive cause could not be determined. There is no indication to suggest a product quality deficiency. To ensure this type of damage is not manufacturing related, as part of the manufacturing quality process, all embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.